Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms devices were sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction." User facility report states that device is available for evaluation. User facility was contacted in an effort to obtain the device, it was relayed that device is available for on site evaluation only. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2011. Subsequently, a revision procedure was performed on (B)(6), 2011 due to infection. The acetabular liner and modular head were removed and replaced.